Event description:
The customer stated they pressed the friday tab on the pill planner to dispense medication into a medicine cup and the pill planner tab fell into the medicine cup along with the pills. Not realizing the tab in the cup, the customer swallowed the tab along with the pills and choked on the pill planner tab. They were able to retrieve the tab from their throat after performing the heimlich against an ottoman. The customer went to the doctor the next day and was told their throat was scratched, but should heal.